Event description:
The customer contacted baxter's service center regarding small particles found within the patient line. This occurred on the homechoice machine during therapy fill one of two. This event occurred during patient use, though no patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.